Event description:
Patient dropped her cadd legacy pump, and look/unlock button broken, pump running but can't lock cassette in place. No adverse event as result, using back up pump. Shipping replacement and return kit for tomorrow/saturday delivery. Pt dropped pump and broke it. Reported to (B)(6) by pt/caregiver. Strength: 10mg/ml; dates of use: "(B)(6) 2012 to (B)(6) 2018;" diagnosis or reason for use: pah.